Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the second recapture, a capsule separation was noted. The delivery catheter system (dcs) was removed and a new dcs and valve were used for implant. Nothing unusual was noted when loading the first valve. The inline sheath was used during the procedure. Mild to moderate calcification was reported. The subclavian approach was used. One of the physicians speculated that the catheter may have been pushed in at a sharp angle and then too much pressure was put on the capsule bending it at the endcap to insert. No adverse patient effects were reported.